Event description:
Information received from the field notes that during a routine follow-up examination, the device was not pacing and interrogation was not possible. The patient was not pacemaker dependent and had an underlying rate of about 50 bpm.